Event description:
It was reported when using the pyxis medstation es system, the drawer was making clicking noise and unable to open the drawer. The customer reported that the failure occurred while the user was trying to dispense medication. The user successfully obtained medications from an alternative source. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the plunger and u-link was broken. The field service engineer replaced faulty u-link and plunger to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.